Event description:
The customer unknowingly mixed her breeze2 test strips in with her candy, and realized she had been sucking on the strips. She did not swallow them. She called poison control and was given advice to drink a large amount of water should she experience any irritation. The customer alleged no serious injury or adverse reaction to the strips being in her mouth. Only the meter information was provided. Product was not replaced.